Event description:
It was reported that the vns patient passed away on (B)(6) 2009. The cause of death and the relationship of the death to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The cause of death is noted to be septicemia. The patient's last known treating physician passed away. No additional relevant information has been received to date.